Event description:
The clinician reported that over 14 months after the dental implant was placed in ada site 5 in the patient's mouth, the implant lost osseointegration in type IV bone. The clinician reported an infection, pain, implant mobility and bleeding in this patient with poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.